Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during an attempted lead revision, the screw of the lead would not loosen. The physician turned the screw multiple times. The screw retracted into the lumen of the lead. The mandrin was stuck in the lead. High defibrillation thresholds were noted. The lead was explanted and replaced.